Event description:
The customer reported that the ortho provue analyzer falsely interpreted a positive antibody screen as negative during validation testing. The sample tested positive (1+) in manual gel testing. The provue test results did not match those obtained in manual gel method, using the same lot of gel cards, preventing erroneous results from being reported. False negative results may result in transfusion of incompatible blood.

Manufacturer narrative:
The ocd field engineer visited the site and performed adjustments to the gel camera, ran wad diagnostics and verified the gel card reader. Repairs have returned the analyzer to expected operation. The customer has not logged any similar complaints against this analyzer since this incident.